Event description:
Customer reported the system shut down when the table was lowered. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the table was being lowered onto a waste basket that was pressing the fast stop button. System operates as intended.